Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During continuity testing, no short or open was detected and no intermittent short or open was detected when sensor was manipulated. A "no sensor connected" error message was displayed, and the sensor led does not illuminate. Accuracy testing was not able to be performed since the device was not functioning. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported the sensor was consistently reading oxygen 3%-5% lower than the site's oximeter. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: k1n 5m9.

Event description:
The customer reported the sensor was consistently reading oxygen 3%-5% lower than the site's oximeter. No patient impact or consequences were reported.